Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose value over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump bolus and changing out the set. The customer reported significant events leading to hospitalization was nauseous. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer reported that the auto mode feature was active during the reported event. The insulin pump will not be returned for analysis.